Event description:
It was reported to service and repair that during the cleaning process of parts; the needle was found to be broken off. It was also reported that the surgeon was able to stick it back in but is not sure the instrument is accurate therefore it was sent to service and repair for repair. There was no surgery or patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 319.04 depth gauge with unknown lot number was likely caused by rough handling in surgery or sterile processing over several years of use; however, this complaint is not a result of any design related deficiency. The 319.04 depth gauge is an instrument routinely used in the small fragment instrument set. The device was returned and reported to have broken at the tip and that it may not be measuring correctly. This condition is confirmed; the measuring wire has detached from the depth gauge, though it can be screwed back into the assembly. When reattached, the device does not measure properly. It is likely that rough handling during surgery or sterile processing over numerous years of use has led to this complaint condition. The balance of the device is in good condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device received. A service and repair evaluation was performed for the subject device. The customer reported the needle broke off. The repair technician reported the probe was loose. ¿loose component¿ is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.